Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and embolization occurred vascular access was obtained via right groin area. The target lesion was located in the proximal left anterior descending (lad) artery. A 4.0 x 16 promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent came off the balloon and was dislodged in the left main (lm) artery. The physician was able to successfully retrieved the device with the use of 2 snares and an unspecified guide catheter. The procedure was completed with another 4.0 x 16 promus premier¿ stent. No further patient complications were reported and the patient's status was okay.